Manufacturer narrative:
(B)(4).

Event description:
Procedure type: knee replacement. According to the reporter: the pt experienced a superficial wound dehiscence, approx 5-6 weeks post-op, of approx 3-4 inches of the medial infection. Pt was brought back into the operating room to conduct an I&d of the incision and closed with interrupted vicryl and skin staples. Operating room time was required to perform the I&d of the incision.